Manufacturer narrative:
E1: initial reporter address 1 - (B)(6). Device evaluated by MFR. : synergy ous mr 3.00 x 20mm stent delivery system catheter was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 41.5cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and midshaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 20mm synergy ii drug eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion. The procedure was completed with the non-boston scientific device. There were no patient complications reported and the patient doing well after the procedure. However, returned device analysis revealed hypotube detachment.